Manufacturer narrative:
Concomitant medical product: dtmb2q1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine appointment it was discovered the left ventricular (lv) lead had elevated and high threshold. The plan is to recheck the lead in 3 months. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.